Manufacturer narrative:
This report is submitted on 27 august 2020.

Event description:
Per the clinic, the patient experienced infection and subsequent extrusion of the receiver-stimulator resulting in explant of the device on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.